Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad trace no button error alarm noted. Unit had minor scratched display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Event description:
Customer reports of not being able to clear battery out alert due to button error alarm and buttons not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.